Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (ink spots) or cracks issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/04/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 05/21/2015 with the following findings: a battery cap was not returned with the pump for investigation; a test cap was used to complete investigation. On investigation, the pump powered on with a fully illuminated, fully functional display screen that was clear and legible. Investigation did not duplicate the complaint of ink spots on the display. On examination, the display lens was severely and deeply scratched and was cracked at the bottom.